Event description:
It was reported that there was a total hip revision. Patient complained of hip pain. X-ray was taken and stem was loose.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown accolade 2 stem. It was noted that the device is not available for evaluation because the hospital would not release it. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not returned.